Manufacturer narrative:
A device history record review was completed for provided material number 304432 and lot number 211205. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality team. Through examination of the sample, the needle was observed clogged due to medication. Half of the hub had medication (white substance) within it and the cannula was obstructed with the same substance. To further investigate this issue, twenty (20) retained samples of the same lot number were obtained from the manufacturing facility. The retained needle samples were assembled with a discardit 2ml syringe and liquid was found to move normally through the needle samples without any signs of clogging or defect. Based on the sample results, it has been determined that this incident resulted from the medication used. In certain circumstances, the drug used can become deposited within the cannula, causing the needle to block due to crystallization. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time. During the production process, cannulas are routinely inspected for occlusion after assembly. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd microlance 3 needles 21g 1 1/2in needle was clogged. The following information was provided by the initial reporter translated from swedish to english: a complaint reported by the pharmacy on behalf of a customer regarding decapeptyl depot, batch v14298e: the suspension was created as per instruction, however the suspension could not be injected im. As the canula was clogged. No exact measures were indicated, however, as no missed dose was reported it is assumed that a new unit was used. No serious injury nor medical intervention was reported.